Event description:
It was reported the insulin pump would auto test automatically without any reason. Customer's blood glucose was 163 mg/dl. It was reported the device would alarm remote frequency pic failed self test everyday. No further information reported.

Manufacturer narrative:
The insulin pump had remote frequency pic failed self test alarm due to faulty connector in remote frequency board. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.